Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
In section g 3 of the initial report, the date received by the manufacturer is incorrect. The reported date is 12/17/2021, the correct date is (B)(6) 2021.